Manufacturer narrative:
The device was manufactured october 12, 2016 - october 13, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The reporter stated that the patient was connected to the device. Five days after the start of infusion, at the end of the expected therapy time, approximately hall of the initial fill volume remained in the device. The device had been filled with 297ml of an unspecified physiological solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.